Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the hospital and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - qrb. B3: approximated based on the date the manufacturer became aware of the event.